Event description:
It was reported that the patient presented in clinic for routine check. Upon interrogation, the pulse generator exhibited early elective replacement indicator. The device was explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction on expiration date and manufacturing date fields.